Event description:
It was reported the right ventricular (rv) lead helix was deployed, data was measured and the physician elected to move lead position. When attempting to move the lead, the helix would not retract after several attempts. The rv lead was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The helix of the lead was ext rinsically bent and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 lead 2007 (B)(6).(B)(4).